Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The pump was returned for evaluation. Visual and functional inspection was performed and the reported failure could be duplicated. The root cause of the reported failure was due to faulty main panel (mp) board. The mp board was replaced and the alarming and error code 80 cleared up.

Event description:
It was reported that the pump was beeping continuously when the patient tried to put battery in. Patient stated that the beep was a dull sound not like an alarm. The screen showed that battery charge is full. The patient tried switching battery out and ensuring that battery cover is tightly screwed on but the sound persistent. No patient injury was reported.